Event description:
It was reported that the customer experienced a severe hyperglycemic event. The customer vomited four times and had large urine ketones. The customer's blood glucose level was 385-405 mg/dl. He/she noted a bent cannula. The customer treated his/her blood glucose level at home and was not hospitalized. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.